Event description:
Case description: investigational result: name: novopen echo, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: fiasp penfill, batch number: pr7wa19. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: tresiba penfill, batch number: ps6ly09. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case have been updated with the following: "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b, c, d, g codes updated. Narrative updated accordingly. Final manufacturer's comment: (B)(6)2025: the suspected device (novopen echo) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. No confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Elderly age of the patient, patient's underlying condition of type 1 diabetes mellitus and incorrect handling of product are significant confounding factors for the development of reported events. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of fiasp penfill and tresiba penfill. H3 continued: evaluation summary. Name: novopen echo, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the patient recently noticed in one of the pens ,a tiny condensation of insulin on the walls in the empty space above the piston rod. [Device leakage] patient noticed a significant crack in the glass surface of the cartridge [device breakage] the crack was under the cartridge holder [device issue] severe hypoglycemia with loss of consciousness followed by sweating and feeling a great sugar craving [hypoglycaemic unconsciousness] high blood sugar level [blood glucose increased] hypoglycemia [hypoglycaemia] medication error - storing the pen with the needle attached [product storage error] instead of checking the flow, the patient usually adds 0.5 unit to the calculated dose during the injection. [Wrong technique in product usage process] instead of checking the flow, the patient usually adds 0.5 unit to the calculated dose during the injection. [Extra dose administered] patient has the impression that the effectiveness of insulin decreased [therapeutic product effect decreased]. Case description: this serious spontaneous case from poland was reported by a consumer as "the patient recently noticed in one of the pens ,a tiny condensation of insulin on the walls in the empty space above the piston rod.(device leakage)" with an unspecified onset date, "patient noticed a significant crack in the glass surface of the cartridge(cartridge cracked)" with an unspecified onset date, "the crack was un-der the cartridge holder(device component issue)" with an unspecified onset date, "severe hypogly-cemia with loss of consciousness followed by sweating and feeling a great sugar craving(hypoglycemic unconsciousness)" beginning on (B)(6)2024, "high blood sugar level(sugar blood level increased)" with an unspecified onset date, "hypoglycemia(hypoglycemia)" beginning on (B)(6)2025, "medication error - storing the pen with the needle attached(device stored with needle attached)" with an unspecified onset date, "instead of checking the flow, the patient usually adds 0.5 unit to the calculated dose during the injection.(wrong technique in product usage process)" with an unspecified onset date, "instead of checking the flow, the patient usually adds 0.5 unit to the calcu-lated dose during the injection.(extra dose administered)" with an unspecified onset date , patient has the impression that the effectiveness of insulin decreased(therapeutic product effect decreased) with an unspecified onset date and concerned a 73 years old male patient who was treated with novopen echo (insulin delivery device) from unknown start date for "diabetes mellitus type 1", , fi-asp penfill (insulin aspart 100 u/ml) (regimen#1: minimum 5 mealtime injections a day; regimen#2: 0.5 + unk) from (B)(6)2021 and ongoing for "diabetes mellitus type 1", , tresiba penfill 100 u/ml (insulin degludec 100 u/ml) from jul-2019 and ongoing for "diabetes mellitus type 1", patient's height: 172 cm. Patient's weight: 65 kg. Patient's bmi: 21.97133590. Dosage regimens: fiasp penfill: ?(B)(6)2021 to not reported, not reported to not reported (dosage regimen ongo-ing); tresiba penfill 100 u/ml: (B)(6)2019 to not reported (dosage regimen ongoing). Current condition: insulin dependent diabetes mellitus type 1 (since 10-nov-1984), sclerosis, condi-tion of blood vessels, osteoporosis, idiopathic tremors, blood cholesterol increased, prostatic disor-der, urinary tract disorder historical condition: hypoglycemic unconsciousness, hypoglycemic unconsciousness, hypoglycemic unconsciousness, hypoglycemic unconsciousness, hospitalization (total 12 hospitalizations, the patient did not experience any prolonged hospitalization due to hypoglycemic incidents.) Historical drug: ultralente, semilente, humalog, humulin n, lantus solostar. Concomitant products included - ezehron duo(ezetimibe, rosuvastatin calcium), silodosin recordati(silodosin), solitombo(solifenacin succinate, tamsulosin hydrochloride), oprymea(pramipexole dihydrochloride) , accard 75(noncodable) (1 tablet in the middle of the day, sclerosis, condition of blood vessels), ostenil 70 (non codable) ((not speci-fied),osteoporosis1 tablet a week), calperos 1000 (noncodable) ((not specified),osteoporosis,1 tablet in the morning). Patient has been using insulin fiasp (mealtime), and tresiba, administered with novopen echo pens.patient recently noticed in one of the pens (fiasp - used for mealtime injections), a tiny conden-sation of insulin on the walls in the empty space above the piston rod. Patient never experienced such a problem and thought it was a defect of the device. Especially since around time, patient had to increase insulin doses a lot, because the glucose levels, became too high very often. The patient was an insulin dependent type 1 diabetic with low insulin requirements, which was confirmed in the hospital. Patient when removing the cartridge from its holder in order to check the batch number of the insu-lin, noticed a significant crack in the glass surface of the cartridge. The crack was under the cartridge holder. The patient associated the appearance (and remaining) of condensation on the glass surface of the cartridge already emptied of insulin, with the crack in the cartridge. The patient checks the flow irregularly and primarily when he had to administer small amounts of the drug - especially 1-1.5 units. Patient did the same and was unable to determine whether the entire set dose from the damaged cartridge was always administered subcutaneously (even with the cor-rect flow check) or whether part of the dose was flowing out of the needle - the specific smell of the medicine in the pen suggests that the medicine must have also flowed out of the cartridge. When the patient checked the flow, he administered the drug only when he found that it flowed out of the needle correctly. Patient stored the pen with the needle attached. Patient sets the calculated dose of insulin and per-formed the injection. Patient checked the flow sporadically, primarily when, expecting a lower one, receives a surprisingly high glucose level from the glucometer.patient does not change the nee-dle (not specified) with each injection. Patient received 5 needles for a package of 5 cartridges and use one needle for one cartridge. During the issue with cracked cartridge, the patient had to increase the amount of the correction dose in cases of excessively high sugars (i.e. With results above 160), and yet patient had the impres-sion that the effectiveness of insulin had clearly decreased. Patient performs at least 5 mealtime injections per day. Instead of checking the flow, the patient usually adds 0.5 unit to the calculated dose during the injection. Patient experienced hypoglycemic incidents with loss of consciousness in the past, which ended with the body "waking up" on its own. After waking up, the patient was wet with sweat and feels a great sugar craving. Such a situation occurred on (B)(6) 2024 - at about 3:30 a.m. The patient experi-enced severe hypoglycemia. The patient was unable to provide other dates or insulins used at that time. On (B)(6)2025, patient's blood glucose level reported as 95 mg/dl, 132 mg/dl, 85 mg/dl, 49 mg/dl, 74 mg/dl, 192 mg/dl and 134 mg/dl. On (B)(6)2025, patient's blood glucose level on empty stomach was 154 mg/dl,2 hours after breakfast was 57 mg/dl,2 hours after dinner was 87 mg/dl, before supper was 147 mg/dl, before sleep was 161 mg/dl and at night was 114 mg/dl respectively. On (B)(6)2025, patient's blood glucose level on empty stomach was 84 mg/dl, 2 hours after breakfast was 130 mg/dl,before dinner was 162 mg/dl, 2 hours after dinner was 127 mg/dl,before supper was 225 mg/dl,2 hours after supper was 256 mg/dl,before sleep was 179 mg/dl and at night was 137 mg/dl respectively. On (B)(6)2025, patient's blood glucose level on empty stomach was 163 mg/dl, before dinner was 77 mg/dl, 2 hours after dinner was 148 mg/dl, before supper was 108 mg/dl, 2 hours after supper was 223 mg/dl, before sleep was 175 mg/dl and at night was 111 mg/dl respectively. Batch numbers: novopen echo: unknown. Fiasp penfill: pr7wa19, pr7wa19. Tresiba penfill 100 u/ml: ps6ly09. Action taken to novopen echo was not reported. Action taken to fiasp penfill was reported as no change. Action taken to tresiba penfill 100 u/ml was reported as no change. Event abated after use stopped or dose reduced for fiasp and tresiba doesn't apply event reappeared after reintroduction of fiasp and tresiba doesn't apply the outcome for the event "the patient recently noticed in one of the pens, a tiny condensation of insulin on the walls in the empty space above the piston rod. (Device leakage)" was not reported. The outcome for the event "patient noticed a significant crack in the glass surface of the car-tridge (cartridge cracked)" was not reported. The outcome for the event "the crack was under the cartridge holder (device component issue)" was not reported. The outcome for the event "severe hypoglycemia with loss of consciousness followed by sweating and feeling a great sugar craving (hypoglycemic unconsciousness)" was not reported. The outcome for the event "high blood sugar level (sugar blood level increased)" was not reported. The outcome for the event "hypoglycemia(hypoglycemia)" was recovered. The outcome for the event "medication error - storing the pen with the needle attached (device stored with needle attached)" was not reported. The outcome for the event "instead of checking the flow, the patient usually adds 0.5 unit to the calculated dose during the injection. (Wrong technique in product usage process)" was not reported. The outcome for the event "instead of checking the flow, the patient usually adds 0.5 unit to the calculated dose during the injection. (Extra dose administered)" was not reported. The outcome for the event "patient has the impression that the effectiveness of insulin de-creased (therapeutic product effect decreased)" was not reported. On (B)(6)2025, case was reclassified from nonserious to serious, based on addition of medically significant event "hypoglycemic unconsciousness ". Preliminary manufacturer's comment: (B)(6)2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached.